Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised for poly wear and dislocation. Doi: unknown. Dor: (B)(6) 2020; right side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Additional information was received stating that the original surgery was 20+ years ago and the cup was revised because the poly was worn and had disassociated from the metal. The hipball had worn into the side of the acetabular component.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added b5 and h6(patient). Corrected: h6 (device code) - naturally worn was removed. H6 3191 - no code available is being corrected to capture patient codes joint injury and device revision and replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.